Manufacturer narrative:
On september 21, 2023, mentor received additional information indicating that the patient's implants were replaced with the following devices: (left) 330cc mentor smooth round high profile saline catalog: 3503330 lot: 9913944 sn: (B)(6) and (right) 330cc mentor smooth round high profile saline catalog: 3503330 lot: 9859551 sn: (B)(6). On september 29, 2023, the mentor failure analysis lab received the device for evaluation. On september 29, 2023, the product investigation was completed. Device investigation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal siltex rnd diap pkg 325cc breast implant. Leak testing was performed, according with mentor procedure, and it revealed a tear within a siltex cracking, measuring approximately 1.2 cm on posterior view. The evaluation determined that the possible cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation revision with two 325cc mentor siltex round moderate profile saline breast prostheses. Post-operatively, the patient was diagnosed, via MRI, with left breast implant deflation. As a result, the patient underwent breast implant removal surgery on (B)(6) 2023.